Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/29/2014 with the following findings: a review of the pump¿s black box history showed that a call service alarm related to the complaint was recorded. During testing, the pump emitted an occlusion alarm. The pump was not able to perform the rewind, load and prime steps or a 24 hour duration exercise due to the occlusion alarm. The pump case was removed and moisture damage was found inside the pump on the printed circuit board.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. The reporter alleged that the pump emitted an "occlusion" alarm when performing the rewind/load steps. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.